Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd interlink¿ blunt plastic cannula was found with a molding defect as ¿the connection of the syringe was deformed.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample and four photos of the part were returned. The part has been deformed by excessive pressure. Qn review: no notifications were written for this batch. DHR review: forty-one visual inspections were performed on 2,460 parts with zero defects noted. Investigation conclusion: possible root cause: the part being caught in the shuttle on the feeder at the packaging operation is the most probable root cause.